Manufacturer narrative:
Other aorfix devices used in the procedure: plug-in leg information: model no. Sg-hbl-56-16, lot no. Cl62461-1, manufacture date. 21 may 2015, expiry date. 20 may 2017. Model no. Sg-hbl-56-18, lot no. Cl62570-1, manufacture date. 01 may 2015, expiry date. 30 april 2017. A full review of the device history record for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. A re-intervention was performed. A fem-fem bypass was carried out. No further issues reported.

Event description:
Original evar performed (B)(6) 2016. A main body (hbb-24-81-80-18) was inserted by the left femoral approaching. Then, the main body device was deployed to become shorter and placed in the position to slightly cover the common iliac artery. Additionally, another device (hbl-56-18-a13) was placed as an extender and a balloon-catheter inflation was performed. Then, he placed a contra-lateral leg (hbl-56-16-a13) and performed an inflation of the balloon catheter. The final angiography revealed that an overlapped extender portion of the ipsi-lateral limb pushed the contra-lateral limb to become a bit narrower. However, the physician confirmed that the diameter of its internal lumen was measured as 7 mm and no issue about the blood flow, which led to a conclusion not to add a bare stent. The procedure was finished at this stage. On (B)(6) 2016, the CT image revealed no problem. At the end of (B)(6) 2016, a thrombotic occlusion of the contra-lateral limb was confirmed around the terminal aorta. A re-intervention was performed and a fem-fem bypass was performed.